Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port maryland bipolar forceps to perform failure analysis. Visual inspection was performed and the instrument was observed to have a broken lower molded insulator. The broken piece measures approximately 4.3mm x 15mm and was not returned with the instrument. The broken lower molded insulator was the likely cause of the detached fragment and broken conductor wire. Additionally, lower grip tip was detached from the instrument. The grip base for the grip with the cracked molded insulator does appear bent and slightly twisted. There was no external damage to the shaft, housing, and snake wrist cables. Each input disk was manually articulated and responded accordingly. The release buttons were functional. Common causes of the failure mode broken molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument. Additional observation(s) related to the customer reported complaint: the instrument was found to have a broken conductor wire. Visual inspection was performed and the instrument was observed to have a broken conductor wire located near the distal tip. The broken conductor wire was likely caused by the broken lower molded insulator.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tip broke at the jaw of the single port maryland bipolar forceps instrument. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage occurred outside of the surgical procedure. There was no report of fragments falling from the device while used within the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications. There was no material missing or detached from the instrument.